Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Insulin pump also received with cracked case corner of belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring had crack. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.